Manufacturer narrative:
(B)(4). Date of initial report: 02/22/2016. The incident electrode was not returned to covidien for evaluation. However a photograph of the electrode was provided. The picture showed a lateral cut in the insulation with a split where the ptfe clear insulator is located. The damaged appears to have been caused by the electrode being cleaned with an abrasive materials. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.

Event description:
The customer reported they were using an edge insulated blade electrode and the insulation on the blade was longitudinally split and arced at the skin. The patient received a 2nd degree, 8mm burn at the incision site. The wound was debrided. The current patient status is stable.